Event description:
Reportedly, an early depression of the battery of the device occurred, between consultations went from an estimate of 6 years to an estimate of 1 year.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the intermediate attached report. -since at least 12 february 2024, ventricular oversensing episodes are recorded leading to charge (without trig shock) -the ventricular oversensing lead to charges and explain the battery depletion. Normal battery depletion occurred. -according to all above elements, the system integrity cannot be guaranteed, a re-intervention should be considered as soon as possible to check the rv lead integrity.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached final report. - since at least 12 february 2024, ventricular oversensing episodes are recorded leading to charge (without trig shock) - the ventricular oversensing lead to charges and explain the battery depletion. Normal battery depletion occurred. - according to all above elements, the system integrity cannot be guaranteed, a re-intervention should be considered as soon as possible to check the rv lead integrity. - if the rv lead is explanted, it should be returned to microport for analysis, and the case will be reopened.

Event description:
Reportedly, an early depression of the battery of the device occurred, between consultations went from an estimate of 6 years to an estimate of 1 year.

Event description:
Reportedly, an early depression of the battery of the device occurred, between consultations went from an estimate of 6 years to an estimate of 1 year.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Correction of MDR fu1 : g3 report source and date received by manufacturer: 30 dec 2024.